Event description:
Nihon kohden clinical application specialist reported that there was no sound coming from the cns. They stated that the settings in the sound control tab were correct as well as the sound sync settings, but for some reason no sound is coming from the device.

Manufacturer narrative:
Details of complaint: the nihon kohden clinical application specialist reported there was no sound coming from the central nurse's station (cns). They stated that the settings in the sound control tab were correct as well as the sound sync settings, but for some reason no sound was coming from the device. Technical support (ts) asked them to exit the cns application and open the sound settings. They confirmed that realtek audio was the only option available. Ts then asked them to remove the audio cable and plug it back in, which resolved the issue. Sound was then coming from the device. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: during troubleshooting, it was identified that speaker was not an option as an audio output for the device, and it was due to a malfunctioning audio cable. After the audio cable was replaced, the issue was resolved. Cable damage may occur due to normal wear and tear or due to human factors. Cables that are often disconnected and reconnected or are positioned in areas where they are in possible contact with other objects or persons are more susceptible to physical damage. Possible root causes for cable damage are normal wear and tear or inadequate cable management.

Manufacturer narrative:
Nihon kohden clinical application specialist reported that there was no sound coming from the cns. They stated that the settings in the sound control tab were correct as well as the sound sync settings, but for some unknown reason no sound is coming from the device. Nihon kohden technical support (tech support) asked them to exit the cns application. Once it was closed, tech support asked them to please click on the windows icon on the lower left hand corner of the monitor. When asked if she could select sound, they informed tech support that the option was not present. They were then able to open the sound settings by searching for sound in the windows search bar. Tech support then asked what was listed as the output device. They stated that realtek audio was the only option available, so tech support then asked them to remove the audio cable and then plugged it back in. Once this was done, they stated that sound was now coming from the device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
Nihon kohden clinical application specialist reported that there was no sound coming from the cns. They stated that the settings in the sound control tab were correct as well as the sound sync settings, but for some unknown reason no sound is coming from the device. Nihon kohden technical support (tech support) asked them to exit the cns application. Once it was closed, tech support asked them to please click on the windows icon on the lower left hand corner of the monitor. When asked if she could select sound, they informed tech support that the option was not present. They were then able to open the sound settings by searching for sound in the windows search bar. Tech support then asked what was listed as the output device. They stated that realtek audio was the only option available, so tech support then asked them to remove the audio cable and then plugged it back in. Once this was done, they stated that sound was now coming from the device. No patient harm was reported.